Event description:
Date of surgery: 2007, while breaking off the 3.5 ti setscrew, the surgeon noticed that "a couple of the threads broke off as well, and remained on the broken off portion of the setscrew". The surgeon elected to leave the broken setscrew implanted in the patient. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic and microscopic examination was performed by a product engineer revealed that the internal geometry which forms the shear ring is missing or is placed incorrectly in the part. The part sheared through the minor diameter of the thread.